Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User ready to conduct puncture while found out the needle cannot be advanced out. User retracted the needle out of endoscope. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? None. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? Not answered. If no, please specify where the damage is located: procore. 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas tail a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r, 2l, 4r, ao, ar, 11ri, 11s. 7. Please describe the size of the intended target site. 9.6x10.8cm 8. If not with the device in question, how was the procedure performed and/or finished? With a new one. 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus cf-uct260. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle advancement. 17. Was difficulty experienced while retracting the needle? Yes. 18. Was the syringe used during the procedure, after the stylet was removed? No. 19. Was the needle able to be fully retracted before removing from the patient? Not answered. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? No. 24. How many biopsies/passes were obtained with use of this needle? None. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? Not answered. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? Not answered. 28. Was there difficulty in attachment / detachment of the leur to the scope? Not answered. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? Not answered. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Not answered. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? Not answered. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Not answered. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Not answered. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation 1 unit of lot c2111449 of echo-hd-19-a was returned opened in its original packaging. With the information provided, a document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 30 jan 2025. Visual inspection: stylet examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue. Attempted to advance needle handle but unable to. Stylet removed from device without issue. Stylet reinserted into the device fully with slight difficulty. Needle removed from device and no issue observed, however a lot of biological matter observed on the needle. Needle handle now able to advance without any difficulty. Manufacturing records prior to distribution, all echo-hd-19-a devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-a of lot number c2111449 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0050 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0050). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to biological matter on the needle causing it to become stuck which in turn may had led to the difficulty encountered by the user in advancing the needle out which was also observed during the lab evaluations. Summary according to the customer, needle cannot be advanced out. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on visual and /or functional inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to biological matter on the needle causing it to become stuck which in turn may had led to the difficulty encountered by the user in advancing the needle out which was also observed during the lab evaluations. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 03-jul-2025.